Manufacturer narrative:
Add'l info: the lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: there is a hyperopic shift and anterior capsule contraction causing posterior vault 1 month post lens implant. A yag is to be performed to correct the issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant there is anterior capsule contraction causing posterior vault. Treatment is planned. No other information available. Additional information has been requested, but no additional information has been received.